Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
The customer reported an alarm led failure error (e/c 1105). There was no patient involvement.

Manufacturer narrative:
G4:26apr2021; b4:27apr2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26apr2021. B4: 03may2021. The device was evaluated by the customer with assistance from a remote service engineer (rse). The rse advised that the recommended repair is the power switch overlay. The customer has responded to email that replacing the power switch overlay has resolved the problem parts were not received for evaluation. Previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant, causing the reported power switch overlay failure submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.